Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump had a crack on the lcd screen. Customer's blood glucose was 137mg/dl. Customer's mother was unaware of how the damage occurred. Customer also reported there was an issue with the o-ring on the battery cap and it now screws down flat. No further information reported.